Event description:
It was reported the patient developed a pseudoaneurysm three days post angio-seal deployment. Thrombin was administered to resolve the pseudoaneurysm and the patient is reportedly recovering. A pre-placement angiogram was performed during deployment. It should be noted this event occurred during the certification process.